Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was not confirmed. Additionally, it was determined that the device had worn out locking components ¿pawl release, lock cylinder, and pawls¿, causing device to run in unlock position. It was also observed that the device had a worn out flex circuit ¿cracked and corroded¿ and worn out motor causing device to fail thermistor assessment. The device also failed pre-tests for failed safety assessment ¿ran in unlock position¿ and failed thermistor assessment ¿reading open line¿. Since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery set-up, it was observed that the motor device overheated. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device evaluation: after further evaluation, it was determined that the device did not have worn out locking components ¿pawl release, lock cylinder, and pawls. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition of the device overheating was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device ran in safety (power broken) and failed thermistor assessment ¿reading open line¿ (worn out flex circuit) and had a worn out motor. It was determined that the cause of the power broken was failure to follow the directions for use and running the device in the safe or load position, which is user error. It was determined that the worn out flex circuit was due to normal wear. It was determined that the worn out motor and flex circuit was what caused the device to fail thermistor assessment. If additional information should become available, a supplemental medwatch report will be sent accordingly.